Event description:
Imaging revealed patient bone resorption at margins of device twelve months after implantation and consequent loosened fixation screws. This was confirmed at explant. Screws were removed.